Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal setup joint (dsuj) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. System log review identified errors 23103 and 23105, indicating excessive primary and secondary encoder latency at the distal wrist, confirming that the faults occurred in the field. A visual inspection did not reveal any issues related to the reported event. The unit was installed on a golden system in normal mode, where error 23103 was triggered at startup and recorded in the system logs along with error 23105, successfully replicating the event. The unit was then installed on a patient side cart fixture test platform (pftp), where it failed the wrist encoder tests. The zettlex encoder was re-gapped and retested, after which the unit passed all relevant tests with no log errors. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a faulty wrist zettlex encoder. This issue can be resolved by replacing the defective zettlex encoder.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal setup joint (dsuj) due to repeated errors 23013 and 23015. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the dsuj.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ other urinary diversion surgical procedure, user informed the technical support engineer (tse) that repeated recoverable faults occurred on universal surgical manipulator (usm4). The user attempted to recover from the faults several times, but the errors persisted. System logs revealed errors 23103 and 23105 related to the distal set-up joint (dsuj4) wrist axis. The tse advised performing a hard power cycle, but the issue continued. The user was able to proceed with the surgery by disabling usm4 and using three usms instead, completing the procedure robotically with minimal delay and no harm to the patient.